Event description:
Information received from the field notes that during the implant procedure, the atrial lead became dislodged and had gotten stuck near or in the tricuspid valve. The helix could not be retracted and it could not be untangled from the tissue. The physician extracted the lead with traction, taking a portion of the tricuspid valve and chordae along with the lead. A new atrial lead was successfully implanted.